Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position for bile duct drainage during a choledochoduodenostomy procedure performed on (B)(6) 2021. It was reported that during the procedure, the stent would not deploy and the stent deployment hub broke during attempted deployment. The puncture site was closed with clips and a second axios stent was successfully implanted. Reportedly, the patient was admitted to the hospital, a scan was completed, and antibiotics were given to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that stent was attempted to be placed in the bile duct during a choledochoduodenostomy procedure. The axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the bile duct. It was reported that "once secured and locked, the axios may have been rotated mildly for markers to face endoscopist." The hot axios stent and delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: medical device problem code a150201 captures the reportable event of stent would not deploy in the bile duct. Medical device problem code a0401 captures the reportable event of handle break. Block h10: a hot axios stent and delivery system were returned for analysis. Visual examination of the returned device found the stent was received fully covered by the outer sheath and undeployed and the delivery system was returned in "position 2". A functional inspection was performed by backloading the guidewire through the axios delivery system; however, the guidewire did not exit at the monopolar section as expected. A destructive inspection was necessary to destroy the delivery system; torsion was identified and the outer sheath was found twisted. No other issues with the stent and delivery system were noted. The reported event of stent failure to deploy and handle break were confirmed. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed in the bile duct during a choledocoduodenostomy procedure. The IFU states, "the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall;" however, this device is not indicated to be placed in the bile duct. Furthermore, it was also reported that the handle was rotated as the device was luer locked to the scope which is not indicated per the IFU. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the technique used by the physician when adjusting the position of the scope, locking and unlocking the deployment hub and/or the force applied to pull the deployment hub could have caused the handle to be rotated incorrectly per the IFU. This may have led to the twisted sheath, the stent failure to deploy and the guidewire being unable to advance. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transduodenal position for bile duct drainage during a choledocoduodenostomy procedure performed on (B)(6) 2021. It was reported that during the procedure, the stent would not deploy and the stent deployment hub broke during attempted deployment. The puncture site was closed with clips and a second axios stent was successfully implanted. Reportedly, the patient was admitted to the hospital, a scan was completed, and antibiotics were given to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that stent was attempted to be placed in the bile duct during a choledocoduodenostomy procedure. The axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size with >= 70% fluid content that are adherent to the gastric or bowel wall. The device is not indicated to be placed in the bile duct. It was reported that "once secured and locked, the axios may have been rotated mildly for markers to face endoscopist." The hot axios stent and delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."